Event description:
The device was explanted and returned for analysis.

Event description:
Boston scientific crm received information that this pacemaker declared elective replacement time (ert) and was suspected of depleting prematurely. This device has been in service for 4.2 years to date, and has not exceeded the nominal longevity of 6.0 years for this device model. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, initial testing revealed normal interrogation and telemetry operations. The device was subjected to a longevity calculation based on system guide labeling for this model device and was found to not meet longevity. Design engineers have noted deficiencies in this calculation and determined that it does not accurately represent the device's battery performance. As a result, the device longevity was tested a second time, using a revised longevity calculator that has corrected the deficiencies of the original calculator. This device passed the second longevity calculation. Analysis concluded this device did not experience a component anomaly or premature battery depletion.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.